Event description:
A cartridge change error occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through several troubleshooting steps, including cleaning and inspecting parts of the pump and attempting to load a new cartridge but was unsuccessful. The customer service agent subsequently performed escalated troubleshooting without resolving the issue, leading to a decision to replace the pump. The customer was advised to program their new settings, connect their cgm to the replacement pump, and return the faulty pump within 10 days to avoid charges. A replacement pump was sent to the customer.